Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for mitral stenosis post procedure. It was reported that on (B)(6) 2018, the patient presented with mixed, non-ischemic mitral regurgitation (mr), grade 4+, with dilated cardiomyopathy and a posterior (p2 and p3) leaflet prolapse. Three mitraclips were implanted, reducing the mr to grade 2+. On (B)(6) 2018, the mr remained 2+ and the mean mitral valve pressure gradient was 6mmhg. On (B)(6) 2018, the mr reportedly increased, although the reported grade remained 2+. The mean mitral valve pressure gradient was 6.7 mmhg. Per physician, the increase in mr was unrelated to the mitraclips. There was no reported device malfunction. No additional information was provide regarding this event.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: there was no device issue and the patient experienced no clinical symptoms associated with increased mitral valve pressure gradients. On (B)(6) 2018 the mitral regurgitation grade (mr) was mild to moderate. On (B)(6) 2018, the mr grade was a high moderate. Reportedly, the mitraclips remained stable on both leaflets and there was no tissue injury due to the devices. Per physician, the increase in mr was unrelated to the mitraclips.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. In this case, there was no reported device malfunction associated with the clip delivery system (cds). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral stenosis and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.